Event description:
Follow-up with the implanting facility showed that the explanted device was discarded and therefore will not be returned for analysis.

Event description:
Clinic notes were received indicating that the vns patient had one seizure on both (B)(6) 2014. It was noted that the patient¿s medication was previously reduced and the patient tolerated the decrease well with no seizures. The patient¿s device was tested and showed normal device function. Follow-up revealed that the patient¿s seizures were suspected to be due to a low battery condition of the patient device and were worse than pre-vns baseline levels. No known medication changes or programming changes preceded the onset of the event. An implant card was received indicating that the patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.